Event description:
This study aimed to compare proglide and prostar, on vascular and bleeding complications after transfemoral transcatheter aortic valve implantation (tavi), as well as on long-term mortality. Large bore access sites were used for all patients. Compared to the prostar group, the rates of bleeding complications were significantly lower for the proglide cohort. For both proglide and prostar some cases of bleeding required blood transfusions, with proglide at a lower incidence rate. Also, the prostar group observed higher rates of vascular complications including dissection, arteriovenous (av) fistula, occlusion, perforation, pseudoaneurysm, distal embolization, hematoma and need for access-site surgery, peripheral stenting and thrombin injections. Although it was reported that there was no statistically significant difference in 30-day all cause mortality for both groups, the one year mortality rate was significantly lower in the proglide group. Mechanism of device failures linked to the complications included occlusion [back wall stitch] and closure device failures [unspecified failures /failure to achieve hemostasis] the article concluded that the use of proglide devices were associated with a significantly lower incidence of vascular complications compared to prostar and the use of proglide is the only independent protective factor against major vascular complications. Specific patient information is documented as unknown. Details are listed in the attached article, "one-year outcomes with two suture-mediated closure devices to achieve access-site haemostasis following transfemoral transcatheter aortic valve implantation".

Manufacturer narrative:
Date of event/death estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a definitive cause for the reported patient effect of death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects and malfunctions reported in the article(s) are captured under a separate medwatch report. The proglide device referenced in b5 is captured under a separate medwatch report. Literature attachment: article title - one-year outcomes with two suture-mediated closure devices to achieve access-site haemostasis following transfemoral transcatheter aortic valve implantation.